Event description:
A customer reported experiencing a cartridge alarm, which displayed as "high" for their blood glucose level, although the specific value was not provided. There was no adverse impact to the customer's blood glucose level reported. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump, providing instructions for storage mode and return procedures, which the customer understood. The customer was advised to reach out to their healthcare provider for a backup insulin therapy. A replacement pump was sent without requiring a delivery signature.